Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. Customer changed the cartridge to resolve the issue. Customer's blood glucose ranged from 54-343 mg/dl.